Manufacturer narrative:
Findings: pump was received with act and escape buttons unresponsive due to corroded keypad traces. No button error alarm noted. Time advances properly. Pump had cracked battery tube threads, reservoir tube, reservoir tube lip and minor scratched display window,

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and unable to clear the alarm. No significant event leading to button error was observed. Button error troubleshooting was performed and confirmed that time is not advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.